Event description:
User receiving erratic results for creatinine on approximately 5-6 patient samples per day. Total number of samples affected was not given, only one example was provided, which occurred in 2008. Initial creatinine 7.4 mg/dl, repeat 5.2 mg/dl. Information was not provided to determine if erroneous results were reported, no adverse events were reported. If additional information is received, appropriate notification will be provided.